Manufacturer narrative:
Event description continuation: more than 7 days post-procedure, the patient developed palpitations. Intervention was medication (unspecified). Patient did not require extended hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as severe, serious, possibly device-related (nmarq catheter), and definitely index procedure-related. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: circular ablation circ loop (model# d-1322-14-si lot# 15969570l). Manufacturer's ref.(B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a navistar thermocool catheter and suffered tachycardia (requiring unspecified medications), dyspnea (requiring intervention), and atrial tachycardia (requiring re-ablation). More than 7 days post-procedure, the patient developed palpitations. No interventions were required. Patient did not require extended hospitalization as a result of this event. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, not serious, possibly device-related (nmarq catheter), and definitely index procedure-related. More than 7 days post-procedure, the patient developed dyspnea. Intervention was required of pharmacologic cardioversion. Patient did not require extended hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, serious, possibly device-related (nmarq catheter), and possibly index procedure-related. More than 7 days post-procedure, the patient developed tachycardia. Intervention was medication (unspecified). Patient did not require extended hospitalization as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as severe, serious, possibly device-related (nmarq catheter), and definitely index procedure-related. More than 7 days post-procedure, the patient developed atypical left atrial flutter. Intervention was re-ablation. Patient did not require extended hospitalization as a result of this adverse event. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, not serious, possibly device-related (nmarq catheter), and definitely index procedure-related.